Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with maxid 19/38 kit without sidehol. The customer states that oozing of blood presented on the y-shaped joint eight months after the patient received intubation. The pin hole was located at the joint of the "y" connector. The device was pulled and replaced on (B)(6) 2013. No patient injury.